Manufacturer narrative:
Concomitant medical products: cat # unknown lot # unknown description: mdm ceramic head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon did a revision of a total hip due to infection. The surgeon removed the mdm 28 poly liner and the mdm ceramic head.